Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient saying they were having trouble charging implant even though charger was on top of battery, and very long charging times. Patient mentioned they changed out the charger and the issue is now resolved. Patient mentioned their weight at the time of event was 268 lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had trouble with the recharger from the beginning and it was getting worse. Pt stated that trying to recharge the implantable neurostimulator (ins) had become a battle. Pt stated that the ins also turned off without them knowing. Pt stated that they had been hurting for the last two days and they had charged the ins on saturday and the ins was at 50% at that point, but they checked and saw that the ins was off. Pt stated that they charged the ins every 3-4 days and that they didn't let the ins get lower than 40%. Pt stated that it took over an hour to get even a good charge on the ins. Pt saw no apparent damage to the recharger. Manufacturing representative asked the pt if they were having trouble charging the controller from the ac power supply and pt stated that in order to find out if controller was charged, they had to start recharging the ins with the recharger. Pt stated that they had tried resetting the controller, but the issue wasn't getting any better. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller. Pt saw the batteries screen with the controller at 90% and the ins at 70%. Agent had the pt initiate an ins recharging session. Pt saw poor recharge quality. Pt stated that the recharger paddle was right over the ins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Pt stated that they had called manufacturing representative, today regarding the issue. Pt stated that they had also told the manufacturing representative about the issue when they first got the device. Pt provided the event date as january 20, 2025. Pt noted that their other ins was in their neck and was managed by another health care provider.